Event description:
On (B)(6) 2014, a zoll distributor reported that a (B)(6) male patient passed away while wearing the lifevest on (B)(6) 2014. The patient's wife stated that the device 'was supposed to save the patient's life and it did not'. The family had called an ambulance, but the patient was dead when they arrived. Review of the event indicates that the patient received five shocks during asystole. Oversensing of small cardiac signal contributed to the false detections. The response buttons were not pressed during the entire event as the patient was unconscious.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor was fully functional and able to detect and treat. Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the trunk cable was missing. The root cause of the missing cable cannot be positively identified but is likely excessive force placed on the cable. The damage likely occurred at device removal. Review of the patient's downloaded data indicates that the device was functional while in use in the field. There is no indication to reasonably suggest that the damage cable caused or contributed to the patient's death. Monitor: (B)(4)2012. Belt: (B)(4)2013.